Event description:
User received erroneous urine total protein results for one patient sample. Initial result was 222 mg/dl, auto-rerun generated a result of 67 mg/dl. Both results were accompanied by data flags alerting the user there was a problem with the result. User checked the sample, wiped the sample probe with alcohol and performed sample probe wash. Sample was again tested and result was 66 mg/dl, auto-rerun result was 223 mg/dl. Both results were accompanied by data flags alerting the user there was a problem with the result. Since sample was auto-diluted, user did not further dilute and notified the floor that she was unable to get an accurate result on the specimen. No treatment was administered as a result of this incident as no results were reported. User stated this incident is sample specific as no other samples were involved.